Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when staff pushed in the syringe, filled the balloon with air then pulled out the syringe, the short port btt black inflation valve dislodged and flew across the room. A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).